Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Reportedly, customer performed the load fill tubing sequence while connected at the infusion set site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.